Event description:
It was reported that the event occurred immediately after starting the console operation, during a laparoscopic hysterectomy procedure with robot support. After docking the arm cart assembly to the port, the extra large needle driver was attached. After attachment it was recognized, but a recognition failure with the extra large needle driver occurred suddenly afterward. After removing the extra large needle driver, cleaning was performed using a dry gauze. It was then reattached but still not recognized. When a monopolar curved shears was attached to the same arm cart assembly it was recognized without any problems. The extra large needle driver was reattached but, after a while, it became unrecognizable. It was replaced with a substitute forceps and the procedure was completed. The extra large needle driver never came into contact with tissue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred immediately after starting the console operation, during a laparoscopic hysterectomy procedure with robot support. After docking the arm cart assembly to the port, the extra large needle driver was attached. After attachment it was recognized, but a recognition failure with the extra large needle driver occurred suddenly afterward. After removing the extra large needle driver, cleaning was performed using a dry gauze. It was then reattached but still not recognized. When a monopolar curved shears was attached to the same arm cart assembly it was recognized without any problems. The extra large needle driver was reattached but, after a while, it became unrecognizable. It was replaced with a substitute forceps and the procedure was completed. The extra large needle driver never came into contact with tissue. There was no patient injury.

Manufacturer narrative:
A1, d9: device available for evaluation?, return date, h3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned extra large needle driver (xlnd) as well as the associated device data. Visual inspection of the returned xlnd noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates that there was a potential sign of instrument connectivity issue on the xlnd on arm cart assembly (aca) 4. There were many instances in which the instrument was identified as not detected without the user actually removing the instrument which points to a connectivity issue. There was also an error code ¿instrument identification failure ids differ¿ that occurred. The xlnd had a use count of one and use time of eleven minutes and was triggered as last use in this procedure. Evaluation of the device data for the reported extra large needle driver confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to instrument and sterile interface module connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.